Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus singapore. The evaluation confirmed the reported phenomenon as well as the dvi connector deformed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus singapore, there was the possibility that the reported phenomenon was attributed to the failure of the internal board due to the aging deterioration of the main board because more than 6 years had passed from the subject device had been manufactured. The dvi connector deformed could occur due to external forces by handling.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the endoscopic image was not displayed when the user power on the device. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.